Event description:
Customer reported to customer service that the prongs on her transformer for the pump in style breast pump were loose. When the product was received and evaluated by qe on 08/31/2013, a breach in the housing of the transformer was breached.

Manufacturer narrative:
A replacement power supply was sent to the customer. Product was received and evaluated by qe and confirmed a breach in the transformer housing. Medela acknowledged that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subject to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.